Event description:
After iabp for three weeks the iab leaked. Blood was noted in the catheter. The dr had difficulty removing the iab. The iab was surgically removed and the pt's artery was damaged. The pt is currently in good condition. No alarm sounded from the dontron/kaat pump. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: surgically removed/damage to artery) reported 7/30/97. (Pt's current status: good-rpt'd 7/30/97).